Manufacturer narrative:
Investigation summary: evaluation statement the customer reported that when fluid was spiked, the IV tubing began leaking from the top of the pump segment. Received were the following used samples- 1)infusion set model 2420-0500 with package lot 20063062 and 2)empty non-bd (baxter) 250ml infusion bag 0.9% sodium chloride injection usp lot v20d20a exp oct21. The samples were received attached to each other: infusion bag to set's drip chamber spike. The set sample was inspected for kinks, holes/tears in the tubing, or damages to the components. It was observed that the silicone segment p/n 12088541 engagement to the upper fitment was pressed together and against a side of the upper fitment while held underneath the ring retainer indicating that this was most likely a manufacturing defect. Minimal fluid was observed within the drip chamber and tubing; however not within the silicone segment and below. The silicone segment engagement to the lower fitment was observed to have no issue and no other issue was observed. Although the defect was observed, functional testing was performed by attempting to reprime the set in which it was immediately observed that the fluid leaked out from the observed defect area. A slight tug of both silicone engagements ends was attempted. No separation between the components was observed. The device history record for model 2420-0500 lot 20063062 shows the set was manufactured on 06jun2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. Root cause analysis: the customer's report that the tubing leaked from the top of the pump segment was confirmed. The cause of the leak was due to misassembly at the engagement of the silicone segment and upper fitment components. The root cause of the misassembly was determined to be due to operator misalignment of the silicone segment during these components assembly process. Investigation conclusion: the customer's report that the tubing leaked from the top of the pump segment was confirmed based on visual inspection and functional testing of the as-received set sample. It was observed that the silicone segment engagement to the upper fitment was pressed together and against the side of the upper fitment while held underneath the ring retainer indicating that this was most likely a manufacturing defect. Although the defect was observed, functional testing performed immediately observed a leak from the observed defect area. Bd (B)(4) manufacturing has been made aware and will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d 3ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063082. It was reported that when fluid was spiked IV tubing began leaking from the top of the pump segment.